Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2017-02521 pertains to the first resolution clip device, manufacturer report #3005099803-2017-02522 pertains to the second resolution clip device, manufacturer report #3005099803-2017-02523 pertains to the third resolution clip device, this report pertains to the fourth resolution clip device and manufacturer report #3005099803-2017-02525 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the other four resolution clip devices, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.